Manufacturer narrative:
On 6/26/2017 a medtronic representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional. The rep confirmed that there were no errors in the camera error logs on the system.

Event description:
A medtronic representative reported that they were in the middle of an olif surgery and suddenly, while placing a screw, the system displayed the message, "localizer disconnected" after about 5 seconds the camera reconnected on it's own . They rebooted and were able to proceed. No harm to the patient.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.